Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: devices were received at (B)(4) and forwarded here on (B)(6) 2015. They have not yet arrived for analysis. Evaluation expected, but not yet begun.

Manufacturer narrative:
(B)(4): product evaluation: received 3 sample(s), part number 1883672hs, for anlaysis. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The samples were analyzed. The distal tip was pulled out from the outer tube indicating a stretched and broken spiral wrap. The samples had gouging on the inner shaft in the support area and corresponding damage to the outer tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. (B)(4)

Event description:
It was reported that "all 3 burs broke during use. There was no patient impact, other than extended anesthesia time." It was confirmed that the breaks were spiral wrap breaks; there were no fragments as a result. Extended procedure time was a "few minutes, just to replace and re-load the bur".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.